Manufacturer narrative:
Insulin pump passed displacement test, prime/compromised force sensor system test, excessive no delivery test, self-test, and unexpected restart error test. Insulin pump passed all operating currents tested with in the specific range and passed off no power test. Unable to perform the basic occlusion and occlusion test due to reservoir tube lip damage. Insulin pump was received with reservoir tube lip completely broken off, missing reservoir tube lip o-ring, cracked battery tube thread, and minor scratches on display window noted. The test reservoir does not stay locked in place due to reservoir tube lip damage.

Event description:
The customer reported via phone call that where the reservoir is inserted in the insulin pump broke off. The rubber was gone. Customer's blood glucose level was 332 mg/dl. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.